Event description:
The reporter stated that she had gotten the erl message, as well as a hi message. During her home nurse's visits she would test using the nurse's meter, and get a high result, in the 400-500 mg/dl range. Her nurse would call her physician for directions on medication, since the reporter is on a sliding scale. There was no allegation of harm.